Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the scs ipg site. Reportedly, the patient stated the ipg had begun to bow out recently and she occasionally experienced a "pins and needles" sensation around the ipg when pressure (such as when seated or laying down) was applied. Subsequently, surgical intervention was taken and the patient's ipg was buried deeper under the skin.

Event description:
Follow up information received identified the patient's issue of pain at the ipg site has resolved.